Manufacturer narrative:
Evaluation of the device could not be completed, as the sample was not returned; therefore, the complaint cannot be confirmed. A review of the device history record revealed no production related anomalies that would have contributed to this event. The most probable cause of a thermowell leak is that this particular unit was on the lower side of the adhesive injection volume for the primary adhesive ring. This unit was sufficiently cured and sealed to pass through our 100% leak test, but not enough to survive shipping, handling, and temperature/ pressure changes. (B)(4). All available info has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass surgery, the shunt sensor leaked. Greater than 1cc blood loss. Product was changed out. Surgery was successful.